Event description:
On (B)(6) 2011, pt reported she was taken to the hospital for elevated blood glucose readings. Pt stated her blood glucose meter read "hi" and she was taken to the hospital by family. Pt reported she was in the hospital for 10 days and was treated with an IV of insulin. Pt stated her blood glucose level was 1700 mg/dl at the hospital. Pt's normal blood glucose readings are 55-500 mg/dl. Pt reported while she was in the hospital for the elevated readings, she was also treated for an infection in her lungs. Pt stated she has copd. Pt stated she was not receiving any error messages. Pt reported there were no leaks or blood in the infusion set tubing. Pt stated there were no blockages in the system. Pt reported she was sick with bronchitis at the time. Pt stated she feels the infusion device was working correctly; it was just her body that was not working correctly. Pt reported her doctor has taken her off of the infusion device and placed her back on injections. Pt stated she is no longer on the infusion device and has not been for 2 years. Pt reported her doctor has placed her back on insulin shot therapy. Troubleshooting did not find any product issues. Requested return of the alleged infusion device.